Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and performed service on the e-100 generator to correct reported problem. No part replacement required. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the e-100 generator was not working. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The customer tried two vessel sealer instruments on the e-100 generator and both times it was not recognizing the instrument being hooked up. The customer elected to use the erbe generator for the vessel sealer for the case. The tse recommended to power cycle the e-100 generator and to try it again. The caller disconnected the call before doing any troubleshooting steps. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical territory associate (cta) and obtained the following additional information: the customer noted the system was powered down and still did not function. The system did initially power on without errors. Technical support was contacted for troubleshooting and recommended to power cycle the e-100 generator. This did not resolve the issue. The erbe generator was utilized for vse instead of e-100 generator to continue the procedure since the power cycle did not resolve the issue. There was no patient injury. The procedure was completed robotically.